Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2008. The patient reported has lost vision due to the development of a cataract. The icl remains implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - cataract, induced, vision, loss of. (B)(6) - device remains implanted. Device evaluated by manufacturer? No: lens remains implanted. Evaluation: method: lens work order search results: a lens work order search was performed and three similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens remains implanted.

Manufacturer narrative:
Method - medical review. Results - medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately (B)(4) of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only (B)(4) progressed to clinically significant cataract during the same period. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions - based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).